Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifiers : (B)(6).

Event description:
It was reported that the light source's had an air loss issue and an reoccurring unknown error. The event was found during the diagnostic colonoscopy procedure. The intended procedure was completed using the similar device. There were no reports of patient harm.